Event description:
Reportedly, remote automatic report indicated that the recommended replacement time was reached. It was confirmed during the follow-up at the hospital. The device was replaced and will be returned for analysis.

Event description:
Reportedly, remote automatic report indicated that the recommended replacement time was reached. It was confirmed during the follow-up at the hospital. The device was replaced and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device suspected a problem at the level of the battery.

Event description:
Reportedly, remote automatic report indicated that the recommended replacement time was reached. It was confirmed during the follow-up at the hospital. The device was replaced and will be returned for analysis.